Manufacturer narrative:
A ge service rep performed an on site investigation. The power supply was replaced and the generator interface board was repaired. The system was then found to be operating as intended.

Event description:
The customer reported the system suddenly discontinued fluoroscopy x-ray. Following a reboot the system displayed an interlock failure error code and thereby failed to boot up. No report of pt injury.